Event description:
It was reported that there is diminished sensing on the right ventricular lead. It was further reported the r waves were 5.4 millivolts (mv) at implant and are now variable at 1.5mv to 4.3mv. No programming changes were performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: d314vrm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013.